Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Initial report notes that lot number is 0061873103. 0061873103 does not validate in our system, so lot number is considered unknown.

Event description:
As reported by the user facility: a male elderly patient is a blood tumor patient. Chemotherapy drugs were administered using a PICC connector, and fluid leaked from the connector after 1 hour. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging and one photograph depicting the sample was returned from the facility for evaluation. The visual evaluation was conducted on the returned sample and photograph, revealing no visual defects. Subsequently, the sample underwent leak testing, a trace amount of silicone was detected near the female luer site. However, upon thorough cleaning and resecuring attachment to the line, a small leak was observed from the threaded luer of ultrasite. Based on the evaluation results, the reported defect of leakage was confirmed. Although the defect of leakage was confirmed, the exact root cause of the leak was not able to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.